Manufacturer narrative:
Inspected 1 random opened/used partial enlite sensor and performed continuity resistance test and sensor passed per specifications. And performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution. Confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm needle anomaly due to customer did not return needle. Unable to confirm adhesive anomaly to opened/used sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings and caused the threshold suspend to be activated inappropriately. The blood glucose reading was 233 mg/dl and the sensor reading was 79 mg/dl. The customer also reported that the adhesive did not stick on a new sensor that morning, and that there was blood at the site. He did not report any issues with bent cannulas. The sensors will be replaced and returned for analysis.